Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump was not recording the last bolus he administers after receiving a low cartridge warning. The patient claimed if he received a low cartridge warning and there are 10 units left in cartridge, when he takes a 6 unit bolus, that bolus does not appear in the pump's bolus history. The patient reported that the alleged issue has been occurring for past 2 months. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump bolus and pump alarm history indicated a "low cartridge" warning on (B)(4) 2012 at 19:41 and then a recorded bolus at 22:57. During testing, a "low cartridge" warning was induced, a test bolus was given and the bolus was found to accurately record in pump history. The pump was booted to the verify screen with the appropriate auditory and vibratory alarms. The pump settings were verified and low cartridge warning was set to 20units. The pump was exercised for 24 hours with no issues noted. No defect was found was found with the pump. The reported complaint was unable to be duplicated; boluses accurately recorded in pump history.